Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: unk. Upn: unk. Model: unk. Serial: unk. Batch: unk.

Event description:
It was reported that the patient was experiencing loss of stimulation and high impedances. As a result, the patient underwent a revision procedure to replace the ipg. The patient is doing well post-operatively. Additional information was received that during the revision procedure the physician assessed that the high impedances were a result of a non-boston scientific lead.

Manufacturer narrative:
Exact date unknown. Event occurred approximately during week 1 of therapy, (B)(6) 2021.

Event description:
It was reported that the patient was experiencing loss of stimulation and high impedances. As a result, the patient underwent a revision procedure to replace the ipg. The patient is doing well post-operatively.